Event description:
Blood backed into the system 97 pump. (Event complications: unknown- reported 7/25/97; none-reported 7/29/97. (Pt's current status: unk- rpt's 7/25/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.